Manufacturer narrative:
A medtronic representative was present during the reported event, and performed troubleshooting/inspection in real time. It was determined that the imaging system settings required adjustment to accommodate the patient's body type. The settings were adjusted appropriately and the issue was resolved. The system performed as designed and no malfunction was found.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was acquiring images that lacked detail and clarity. The patient reportedly had a large abdomen, so the extra large and high definition settings on the imaging system were used. The imaging system settings were reportedly adjusted and a second set of spins were taken; the issue was resolved. A total of 6 spins were taken on this patient. The procedure was completed successfully with the imaging system after a delay of less than one hour, and the patient was not affected.

Manufacturer narrative:
Patient identifier & patient age now provided. The dose report was reviewed and found there were four 3d exposures. Of those the first three were not used. The combined effective dose was 19.491 msv.

Manufacturer narrative:
(B)(6).